Event description:
It was reported the h-31b portion of level 1 continuously alarm. No patient injury was reported.

Manufacturer narrative:
Corrected data: event date updated, discovered during pm, no patient involved.

Event description:
It was reported the h-31b portion of level 1 continuously alarm. Event date updated, discovered during pm, no patient involved.